Manufacturer narrative:
The patient gender was not reported. The serial number of the device was requested but was not provided, therefore the manufacture date, device unique identifier (UDI) and age of device are unknown. The patient remains ongoing on vlad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The technical service representative reviewed the log file data provided by the lvad clinician and it appeared that the mobile power unit had been unplugged or lost power at the wall on 5 different occasions. The patient was reported as asymptomatic. Additional information was requested but was not provided.

Manufacturer narrative:
Mobile power unit (mpu) remains in use and not expected to be returned for an evaluation. The analysis could not determine a root cause of the intermittent no external power and power cable disconnected alarm events captured in the system controller log file. To date, the mobile power unit associated with the event was unavailable for an evaluation and the complaint file will close accordingly. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.